Event description:
Related manufacturer report number: 2017865-2022-02124. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Over-sensing noise on their right ventricular (rv) lead also noted. The physician elected to cap and replace rv lead during the device exchange procedure on (B)(6) 2022. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The device was returned for analysis due to advisory. The device was received from the field with battery voltage above elective replacement indicator level and no anomaly was found on the header that is related to the field concern. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed demonstrated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.